Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had many issues with the serter. When she tried to insert a sensor, the needle broke. The customer went through four sensors before inserting one correctly. The serter had a bent catch arm. The device was not returned.